Event description:
It was reported to philips that when the pacing position is exceeded and the switch rotates, the service password entry screen appears on the device. There was no reported patient or user involvement and no adverse patient/user impact.